Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that there was a severe burn marks on connector, therefore, the reported event was confirmed. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the laser beam can become misaligned and may overheat the connector. It is likely that the interaction between the console and the fiber contributed to the overheating, ultimately leading to the burns observed on the connector face. Also, the tip was slightly degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Visual inspection identified that the fiber was broken in two pieces, the fiber connector was separated from the body. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during procedure, the fiber stopped working. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned fiber identified that the fiber connector was separated from the body.